Event description:
It was reported that the patient underwent a surgical procedure to replace this artificial urinary sphincter (aus) due to cuff erosion that led to urinary incontinence. The patient status was good following this surgery.